Event description:
In 2009, the patient's mother reported that the patient was experiencing elevated blood glucose of 200-400 mg/dl. His normal blood glucose range is 80-140 mg/dl. She stated that the patient's infusion site was changed at 9:30pm the day prior, and his blood glucose began to elevate. He stated that when the infusion site was inserted and the introducer needle was removed it felt different. He was away from home and he removed the infusion site. At 11:38pm, he returned home and his parents assisted him in inserting a new infusion site. At the time of the report his blood glucose measured 461 mg/dl and his father programmed a 7 unit bolus through the infusion device. Upon follow up the following month, the patient's mother stated that the patient's blood glucose had returned to normal. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The alleged infusion site was discarded. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.